Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had blood glucose levels of 560 mg/dl. Treated with manual injection. Bent cannula was also reported. Troubleshooting occured. Advised to monitor blood glucose levels.